Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges was turning into his house when he fell off scooter. Alleges seat had become loose and fell off.

Manufacturer narrative:
Received information that the case was dismissed by the court due to no fault of pride's product. Pride will not receive the unit back for evaluation.

Event description:
Alleges was turning into his house when he fell off scooter. Alleges seat had become loose and fell off.